Event description:
The device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of pca burned. There was no report of patient harm or injury. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and no error was found.

Manufacturer narrative:
Previously evaluation result code, problem code, conclusion code were incorrect. In this report the box h has been updated and corrected.